Event description:
It was reported that the device triggered eri (elective replacement indicator) and possible premature battery depletion was suspected due to high battery impedance. It was noted that the patient experienced palpitations with the device in vvi 65 pacing so the device was reprogrammed to mvp (managed ventricular pacing). The device was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We also received performance data collected from the device and have analyzed the data. Eri (elective replacement indicator) caused by high battery impedance noted on 17 aug 2011 prior to explant. The (B)(4) version 8 was installed on 15 dec 2011.